Manufacturer narrative:
D9 - date returned to manufacturer: 12-sep-2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and a dented air detector. The most likely/suspected cause of the customer reported problem was the air detector shell was compromised by the dent. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the air detector and dso seal, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3 - date of event unknown. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the device's air in line was unresponsive. There was no patient involvement, and no patient harm was reported.